Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. Cultures were taken. The implantable cardioverter defibrillator (ICD) system was explanted. During the procedure, a laser lead extraction was performed on the right ventricular (rv) lead, and the rv apex became perforated, resulting in the physician opening the patient's chest in order to repair the perforation. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.